Event description:
It was reported that during a da vinci-assisted surgical procedure, arm 3 is moving in the opposite direction for all ranges of motion. Customer states that this has been an ongoing issue. Technical support engineer (tse) confirmed the set up joint (suj) was locked into the side of the patient side cart (psc). The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting arm 3 is moving in the opposite direction for all ranges of motion, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was unable to replicate the reported event. Fse inspected system using multiple endoscopes, both consoles, and surgeon profiles. Fse noted no signs of non-intuitive motion on arm 3. No relevant logs pointing to any errors for arm 3. Fse had the customer come in and verify both on the console and the vision side cart (vsc) touchscreen that motion was intuitive. The system was tested and verified as ready for use. The probable root cause of arm 3 is moving in the opposite direction for all ranges of motion cannot be determined based on the information provided. Since the product was not returned and the log review was inconclusive, the reported event was unable to be confirmed or replicated. This complaint is considered a reportable event due to the following conclusion: it was alleged that the arm moved with unintuitive motion. Unintuitive motion could result in subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.